Manufacturer narrative:
Date of report: 07jun2019. Date received by manufacturer: 26may2019. Touch screen user interface (ui) assembly was returned to failure investigator (fi) lab for evaluation. Visual inspection of the ui assembly revealed no damage or contamination. The ui assembly was installed in the fi test ventilator. Operational tests were performed and the ventilator powered up from ac and delivered breaths. The touchscreen was installed in a known good ventilator and touchscreen calibration was performed and calibrated successfully. The unit¿s screen was tested on the touch screen diagnostics menu by moving a finger slowly from one corner diagonally across the screen to the other corner and back to the starting point. It was repeated for the other two (2) corners and then along the four (4) edges and through each sector of the screen. These tests did not pass. The lower and upper right corners showed a large deviation. The ui assembly resistance was checked for shorts. It was found one point is out of specification. The ventilator operated for 2 hours without failures. Final evaluation was performed and unit booted into normal operation. Touch screen buttons were tested and help button had no response. The root cause for the reported issue is due to the touch screen being out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04march2019. Manufacturer's field service engineer (fse) evaluated the unit and attempted to calibrate the touch screen. Fse found touch screen could not be calibrated. Fse verified the reported issue. Fse replaced the touch screen to resolve the reported issue. Unit was tested and passed all testing. Unit was returned to service.

Event description:
Customer reported that the unit had touch screen failure. The customer reported there was no patient involvement. Event date not specified; estimate used.